Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was leaking moderate cerebrospinal fluid (csf) after it was implanted in the patient on (B)(6) 2022. Therefore, the microsensor was replaced on the same day.

Manufacturer narrative:
The microsensor ventricular catheter kit (ID: 826653) was discarded however a video was provided. Device history record (DHR) review - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - product has not been received at the testing facility for analysis. However, a video was provided that showed csf leaking from the catheter. The complaint can be confirmed through the video. Potential root causes for this include drainage lumen is punctured, csf drains through stylet lumen, csf drains through sensor lumen, or csf drains through luer and cap connections. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process.

Event description:
N/a.